Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005850 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6005850 was packaging according to the wi version 96 and packaging in the multivac 10, on 03/mar/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b04510 was manufactured according to the wi version 61, gluing of tubing on machines sc05 & sc06, on 02/mar/2024, with a total of (B)(4) units. The lot 4b04509 was assembled according to the wi version 61, gluing of tubing on machines sc05 & sc06, on 02/mar/2024, with a total of (B)(4) units. The lot 3l02170 was assembled according to the wi version 57, gluing of tubing in machine sc08, on 14/nov/2023, with a total of (B)(4) units. The lot 3l02270 was manufactured according to the wi version 57, gluing of tubing on machines sc05 & sc06, on 02/mar/2024, with a total of (B)(4) units. The lot 4a06970 was manufactured according to the wi version 59, gluing of tubing on machines sc05 & sc06, on 31/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005850 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.e activities.

Event description:
To date no additional patient or event details have been received.